Event description:
It was reported that the unit will shut off during cases and there are only 300 minutes on the bulb.

Manufacturer narrative:
Additional info will be provided once investigation is complete.